Manufacturer narrative:
Complaint conclusion: as reported, during iliac percutaneous transluminal angioplasty (pta)/ stenting procedure, when the package containing a 7mmx8cm powerflex pro instrument was opened, the user realized that the instrument was not in the sterile bag/pouch. The inner product pouch was damaged: the instrument was outside of the sterile package and the sterile bag was opened. The integrity of the sterile pouch was compromised. It was observed after it had been received, and stored in the lab, prior to using. Hospital received the device with the sterile packaging opened ¿ but device was out of sterile bag. Instrument (device) was ¿on the table in the operating room¿ (or), during preparation to be inserted in to patient, but bag was not sterile, it was opened. It was not used during the operation. The event occurred before use on the patient during the procedure. There was no patient injury reported. The device will be returned for analysis. Additional investigation with the account noted that it is ¿not possible that the product had been purposely opened in anticipation of use, and when not used was reshelved.¿ the product was stored in the lab on the shelf. There was no damage to the actual product. The device was opened in operation room before procedure. One non-sterile powerflexpro 7mm8cm 80 was received inside an open pouch within its original outer box. Both the outer box and the inner pouch were open. Evidence of sealing was found in the pouch along the section that was open. Seal with was measured and it was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "compromised sterility" was not confirmed through analysis as the device was returned within the pouch and evidence of sealing (along the open section) met specification. Based on the information available for review, factors contributing to the open condition of the pouch are unknown. Neither the product analysis nor the manufacturing records review suggests that the issue experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Event description:
It was reported by the affiliate that during the iliac percutaneous transluminal angioplasty (pta) stenting procedure when the package, containing the 7mmx8cm powerflex pro instrument, was opened, they realized that the instrument was not in the sterile bag/pouch. The inner product pouch was damaged: the instrument was outside of the sterile package and the sterile bag was opened. The integrity of the sterile pouch was compromised. It was observed after it had been received, and stored in the lab, prior to using. Hospital received the device with the sterile packaging opened ¿ but device was out of sterile bag. Instrument (device) was on the table in the operating room (or), during preparation to be inserted in to patient, but bag was not sterile, it was opened. Because of that. It was not used during that operation. The event occurred before use on the patient during the procedure. There was no patient injury reported. The device will be returned for analysis. It is not possible that the product had been purposely opened in anticipation of use, and when not used was reshelved. The product was stored in the lab on the shelf. There was no damage to the actual product. The device was opened in operation room before procedure.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.